Event description:
(B) (4)

Event description:
It was reported the device reached premature battery depletion. Telemetry could not be established, as the device was reportedly 'well beyond eos (end of service). It was also reported that the patient has an lvad, a mechanical pump cannulated into the lv to help relieve the lv load. This pump was reported to have caused oversensing. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) device analysis found a high current drain, which was later shown to be caused by a faulty ic (integrated circuit). The ic die was removed for further analysis but was damaged during deprocessing, therefore no additional analysis was possible. The root cause within the ic was not determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.